Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus, and the tip was detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the guidewire tip region was bent for some reasons. This could have caused the adhesion peeling between the guidewire tip and the distal tip. As a result, the guidewire tip came off. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged." "Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic procedure, the tip of the single use mechanical lithotripter fell off inside the patient's duodenum. It was immediately retrieved and replaced with another one. The procedure was then completed. There was no reported patient impact.